Manufacturer narrative:
The grounding pad was not returned, therefore visual, performance, and mechanical/ physical testing could not be performed. The mfg records were reviewed with no abnormalities found. (B)(4).

Event description:
On (B)(6) 2014, a pt had a neurotherm si joint simplicity radiofrequency procedure. The grounding pad was placed on the right calf and a few hours later post procedure, the pt came back to clinic with two burn blisters on top of where grounding pad was and below where grounding pad was.